Event description:
It was reported that after removing the bd cathena¿ safety IV catheter with bd multiguard¿ technology from the packaging and moving it around, the nurse found that the needle had pierced through the tip of the catheter. The following information was provided by the initial reporter: "rn was about to start an IV on a patient. When the rn opened the packaging, the rn slid the catheter back and forth, and noticed a piece of plastic at the tip of the cannula."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after removing the bd cathena¿ safety IV catheter with bd multiguard¿ technology from the packaging and moving it around, the nurse found that the needle had pierced through the tip of the catheter. The following information was provided by the initial reporter: "rn was about to start an IV on a patient. When the rn opened the packaging, the rn slid the catheter back and forth, and noticed a piece of plastic at the tip of the cannula."